Event description:
Per the clinic, the patient experienced no sound with the device use. It was reported that open and short circuits were noted on several electrodes. Hardware exchange attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.